Event description:
It was reported that during the device evaluation, the gastrointestinal videoscope had a static image then black image due to a defective charged coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective charged coupled device unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.